Manufacturer narrative:
The reported event was addressed with phone support. The customer switched to a force triad generator to continue with the procedure. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. System was tested and verified as ready for use. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a customer called to inform that erbe had c-34 error and site was trying to use forcetriad generator but was uanble to use. A intuitive technical support engineer (tse) called the customer and advised how to properly connect the instrument cautery cables to the forcetriad and provided erbe to forcetriad equivalent values and advising that frequencies may be different between erbe and forcetriad. The site continued with the procedure as planned using forcetriad. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the replaced integrated electrosurgical unit (iesu) generator for failure analysis. Investigation reproduced the error fault identifying a failed generator due to a defective component.